Manufacturer narrative:
Evalution: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of the produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery. This follow-up MDR was mailed to the FDA on 7/17/98)

Event description:
Event: (cc# 98-00627) the iab leaked. The iab was removed and a second iab was inserted. On 6/25/98, it was reported that there was no pt injury or complication as a result of the event. The pt expired but it was not iab related. (Event complications: unk - reported 5/21/98; none - reported 6/25/98) (pt's current status: expired - reported 6/25/98).